Event description:
Boston scientific received information that the patient with this pacemaker sought hospital care after experiencing an escape rhythm of 25 beats per minute (bpm). The device was noted to have no capture. A device interrogation was performed which showed a battery status of beginning of life (bol), however, the device was reported to have been non-functioning. Subsequently, the patient underwent a surgical intervention where the device was explanted. The device was returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory the device was thoroughly inspected and analyzed. The device data was insufficient to obtain a battery status. When the device was interrogated, corrupt memory was indicated. A memory download was unable to be performed. The device had been implanted for approximately 10 years. Laboratory analysis determined that the reported clinical observations were induced as the device was left implanted beyond the device's normal life expectancy.